Manufacturer narrative:
The cause for the observed screw fracture appears to be due to a fatigue failure initiating from surface imperfections on the screw's neck surface. The cause for these imperfections was not determined but may be due to damage during use, or manufacture. A review of the current screw drawing specifies a ra 16 max surface finish in the area of the neck and sphere. The rev b drawing specified the screw shank at ra 32max with the sphere at ra 16max. An additional change to 7.5mm and larger screws changed the neck diameters of these larger screws from .170" to .181". Review of manufacturing history records found (B)(4) pieces of lot 0456bg were released for distribution on 8/27/2013 with no deviation or anomalies. This lot was manufactured to (B)(4). Complaint history review found this to be the first report of fracture for the reform reduction screw family. Further review did not reveal a trend for reports of this nature for the family of reform polyaxial screws. Due to the lack of clear cause of the failure and lack of a trend for reports of this nature, the need for corrective action was not indicated. It was noted that design improvements have been implemented subsequent to the manufacture of this lot which include finish requirements to the bone screw shank and an increase in neck diameter of the 7.5mm and larger screws. The associated instructions for use (lbl-IFU-011) states under possible adverse effects: " device component fracture. Note: additional surgery may be required to correct some of these potential adverse events", under warnings: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture..." And under intraoperative: "the implants must be handled and contoured carefully to avoid notching or scratching the surface."

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. Evaluation in process, not yet complete

Event description:
It was reported the patient underwent initial implantation utilizing the reform polyaxial reduction screw system on (B)(6) 2016. Subsequently, a revision procedure was performed on (B)(6) 2016 to address a broken reduction polyaxial screw assembly - &#439;.5mm x 35mm ((B)(4)). Additional reform screws were placed during the revision procedure.